Event description:
It was reported the customer had frequent failed battery test alarms on their insulin pump. The customer stated the issue was not resolved with new batteries or a replacement battery cap. Customer's blood glucose was unknown. Customer was advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The unit had constant failed battery test alarm after battery insertion due to faulty battery tube. The unit had minor scratched display window, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip and a missing end cap sticker.